Event description:
A customer reported that a catheter, included in the accessory pack, broke upon removal from the surgical site, following a shoulder surgery. A separate procedure was conducted to remove the cather remnant. Per the initial reporter, the attending surgeon decided to remove the remnant, because of a potential for articular cartilage damage.